Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('near the uterine apex are embedded, coiled meted wires corresponding to the area of the proximal fallopian tube segments.') In an adult female patient who had essure inserted for female sterilization. The patient's medical history included intramural leiomyoma of uterus, chronic cervicitis, nabothian cyst, paratubal cyst, pelvic pain female, dysfunctional uterine bleeding, menorrhagia, dysmenorrhea, rectocele and uterine prolapse. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotic assist posterior colporrhaphy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: trailing coils: left side: 5 coils, right side: 4 coils . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('near the uterine apex are embedded, coiled meted wires corresponding to the area of the proximal fallopian tube segments.') In an adult female patient who had essure inserted for female sterilization. The patient's medical history included intramural leiomyoma of uterus, chronic cervicitis, nabothian cyst, paratubal cyst, pelvic pain female, dysfunctional uterine bleeding, menorrhagia, dysmenorrhea, rectocele and uterine prolapse. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy robotic assist posterior colporrhaphy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: trailing coils: left side: 5 coils, right side: 4 coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report